Manufacturer narrative:
Investigation: the described situation is adequately addressed in the instructions for use (IFU) and/or on the label and the product deficiency is not related to falsification. The sample is not available. The cause for the failure reported cannot be confirmed based on the current available information. It is possible that the patient allergy/reaction might be caused by other factors besides dialyzer, for example, the specific physical/medical status of patient. A review of the relevant quality documents related to the batch or a retention sample analysis was not possible as no batch number was provided.

Event description:
It was reported that this hemodialysis (hd) patient utilizing the coral fx80 dialyzer who experienced a possible dialyzer reaction. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the local country complaint administrator, it was reported this patient experienced abdominal pain and systolic hypotension (62 mmhg) 45 minutes into an hd treatment while hospitalized for septicemia. The patient was given intravenous saline along with antihistamine and steroidal medications (types, routes and dosages were not reported). It was suspected the patient had a dialyzer reaction based on a previous reaction involving a high eosinophilic response; however, the previous dialyzer involved was not reported. It was explained that the patient has hypotension at baseline (approximately 80 mmhg) and eosinophilia. Additionally, abdominal fluid laboratory specimens obtained and tested while hospitalized presented with infection which more than likely contributed to the patient¿s abdominal pain and was probably related to the patient¿s septicemia. The patient was able to continue hd therapy while hospitalized on post-dilution hemodiafiltration utilizing a more biocompatible dialyzer (not a fresenius product). The patient remains hospitalized for ongoing testing. It was confirmed that the patient¿s dialyzer reaction was not due to a deficiency or malfunction of any fresenius product(s) or device(s). Concerning the patient dialyzer reaction, it can be concluded her symptoms were due to an inherent physiological response to a biologically incompatible dialyzer. This was evidenced by a previous reaction and a history of eosinophilia. Additionally, the patient was able to continue with hd therapy utilizing a biocompatible dialyzer following this event. Reported symptoms did not indicate serious injury from follow up. Initial reported symptoms of dyspnea, chest pain, vomiting and diarrhea where not corroborated in the final follow up and cannot be dissociated with septicemia and a dialyzer reaction, yet these symptoms also do not provide evidence of serious injury as a result of dialyzer use.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
It was reported that this hemodialysis (hd) patient utilizing the coral fx80 dialyzer who experienced a possible dialyzer reaction. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the local country complaint administrator, it was reported this patient experienced abdominal pain and systolic hypotension (62 mmhg) 45 minutes into an hd treatment while hospitalized for septicemia. The patient was given intravenous saline along with antihistamine and steroidal medications (types, routes and dosages were not reported). It was suspected the patient had a dialyzer reaction based on a previous reaction involving a high eosinophilic response; however, the previous dialyzer involved was not reported. It was explained that the patient has hypotension at baseline (approximately 80 mmhg) and eosinophilia. Additionally, abdominal fluid laboratory specimens obtained and tested while hospitalized presented with infection which more than likely contributed to the patient¿s abdominal pain and was probably related to the patient¿s septicemia. The patient was able to continue hd therapy while hospitalized on post-dilution hemodiafiltration utilizing a more biocompatible dialyzer (not a fresenius product). The patient remains hospitalized for ongoing testing. It was confirmed that the patient¿s dialyzer reaction was not due to a deficiency or malfunction of any fresenius product(s) or device(s). Concerning the patient dialyzer reaction, it can be concluded her symptoms were due to an inherent physiological response to a biologically incompatible dialyzer. This was evidenced by a previous reaction and a history of eosinophilia. Additionally, the patient was able to continue with hd therapy utilizing a biocompatible dialyzer following this event. Reported symptoms did not indicate serious injury from follow up. Initial reported symptoms of dyspnea, chest pain, vomiting and diarrhea where not corroborated in the final follow up and cannot be dissociated with septicemia and a dialyzer reaction, yet these symptoms also do not provide evidence of serious injury as a result of dialyzer use.